Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid colectomy procedure, the tissue pad came off. It was removed with a laparoscopic grasper. Used a new device to complete the procedure. There was no patient impact.